Event description:
Dealer called stating that the right brake cable on the 66550 rollator has allegedly broken inside the handle. Replacement brake assembly sent on order #(B)(4). No injury. The malfunction has not been confirmed.